Manufacturer narrative:
A ge representative evaluated the system and replaced a monitor. System operates as intended.

Event description:
The customer reported the monitor will not come on. No pt injury was reported.